Event description:
Patient was prescribed unna boot compression treatment at previous visit. Patient was wrapped at whi in primer unna boot which is dr. Preferred brand. Home health went out to the patient between whi visits and wrapped the patient in the gelocast unna boot. It has been discussed previously with home health that dr. Does not approve of the gelocast brand of unna boot because the percentages of medications are not equivalent. Patient arrived for physician visit this morning wrapped in the gelocast unna boot with skin deterioration and allergic reaction to the product.